Event description:
A bayer representative reported the following: a (B)(6) year old male patient with an admitting diagnosis of chest pain suffered an alleged 4 ml air injection while undergoing a cardiac cta when connected to the stellant injector. The air was observed on the images located in the pulmonary vessel. The patient was asymptomatic. In response to the air visualized, the patient was admitted to the hospital overnight for observation without any further treatment being required. The patient is reportedly doing fine.

Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification and as intended. The injector has been in use daily since the reported occurrence. The actual disposables involved during the incident were discarded by the customer and unavailable for evaluation. Lot numbers of the disposables in user were provided. Retained samples were tested and were found to perform to specification. The customer was offered additional applications training and has declined at this time.